Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.097¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user noticed that the force bipolar instrument's distal jaws were not coming together. This could be due to the jaws being too flexible, causing them to bend at the hinge. As a result, the instrument could not perform its intended function properly. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument's jaws were bent, the hinge was dislodged, and the jaw failed to grip properly. The instrument's strong grip mode was activated at the time of the event. There was no collision with other instruments or tools. The jaws were not stuck on tissue and the instrument was removed normally. There was no unexpected tissue removal. No backup instrument was used. The surgeon believed that the hinge became flexible or easily bent, which led to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Site provided an image of the instrument. This image is a little blurred, so it was unable to confirm if the jaw/hinge was dislodged.